Event description:
Cardiac cath completed on [redacted date] showing patent CABG grafts and d1 lesion distal to the anastamosis, thought to be culprit lesion. Drug eluding stent placed x1. In the very final step of the procedure, they advanced the ivus catheter into the vessel to ascertain that the stent was optimally expanded. When they attempted to remove the ivus catheter, it likely "snagged" on the stent, and could not be removed. As they attempted to retrieve it, the very tip portion of the catheter broke away from the device shaft, and had to be left in the vessel, as it could not be removed or pushed to the side by any other method. It is likely that the catheter's performance (and failure) was likely affected both by characteristics of the vessel being treated (the small caliber, the calcification, and the angle of the vessel from the vein graft) as well as the inherent characteristics of the catheter system itself. The system has a relatively delicate tip that directs the system over the angioplasty wire. The tip must be narrow in caliber in order to traverse through tight blockages, and this factor reduces its mechanical integrity, and may have contributed to its propensity to break under strain. After it was identified that the catheter tip was retained, additional intervention was required. The operators carefully identified that some portion of the catheter shaft extended from the diagonal branch back into the body of the saphenous vein graft. They placed one additional stent in the vein graft to "exteriorize" that remnant portion of the device: that is, they compacted the catheter shaft against the wall of the vein graft, trapping it behind the stent, so that it would not interfere with the flow through the vein graft to the two additional bypassed obtuse marginal vessels downstream. Additionally, the treated vessel (the diagonal branch) became occluded by the conclusion of the procedure, likely due to the retention of the catheter fragment. The vessel is partly "collateralized" by (ie receives blood from) adjacent vessels. The patient had chest pain overnight, with a rise in ck and ck-mb, and underwent a re-look coronary angiogram on the following day ([redacted date]) which showed that the diagonal vessel remained occluded and the saphenous vein graft remained widely patent, providing flow to the other grafted obtuse marginal vessels.